Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a data loss event. There is no report of death or serious injury.